Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient told the doctor that the implantable neurostimulator (ins) had not worked in over a year. It was noted that the doctor was unsure why the ins had not allegedly ¿worked¿ in over a year. It was noted that the patient was not present for troubleshooting.